Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation".

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included gallbladder stone, blood pressure high, acid reflux (oesophageal) and menometrorrhagia. Concomitant products included hydrochlorothiazide (hctz), ibuprofen (motrin children), lisinopril, naproxen and ranitidine. In 2006, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("vision problems- blurry"), depression ("psych injury /psychological or psychiatric problems condition:depression,"), swelling abdomen ("gastrointestinal or digestive system condition type: bloating/ swelling") and abdominal bloating ("gastrointestinal or digestive system condition type: bloating/ swelling") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), headache ("headaches"), nausea ("nausea") and migraine ("migraines"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),") and rash papular ("rashes or skin conditions type: red bumps"). In 2007, the patient experienced teeth brittle ("dental problems- brittle teeth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse ),"), metrorrhagia ("metrorrhagia (bleeding between periods),"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and nervous system disorder ("nuero condition/ problems"). The patient was treated with essure removal, right coil removed and surgery (unilateral salpingo-oopherectomy - left side). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, teeth brittle, mood swings, headache, nausea, weight increased, vision blurred, nervous system disorder, vaginal haemorrhage, rash papular, depression, migraine, urinary tract disorder, swelling abdomen and abdominal bloating outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, rash papular, swelling abdomen, teeth brittle, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased and abdominal bloating to be related to essure (ess205). The reporter commented: discrepancy on date of insertion in previous pfs date of insertion was (B)(6) 2006 and in current pfs (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: essure confirmation test(s)(unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: social media received: non drug treatment and action taken with drug added in event pelvic pain female/chronic. New reporters added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included gallbladder stone, blood pressure high, acid reflux (oesophageal) and menometrorrhagia. Concomitant products included hydrochlorothiazide (hctz), ibuprofen (motrin children), lisinopril, naproxen and ranitidine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("vision problems- blurry"), depression ("psych injury /psychological or psychiatric problems condition:depression,"), swelling abdomen ("gastrointestinal or digestive system condition type: bloating/ swelling") and abdominal bloating ("gastrointestinal or digestive system condition type: bloating/ swelling") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), headache ("headaches"), nausea ("nausea") and migraine ("migraines"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),") and rash papular ("rashes or skin conditions type: red bumps"). In 2007, the patient experienced teeth brittle ("dental problems- brittle teeth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse ),"), metrorrhagia ("metrorrhagia (bleeding between periods),"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and nervous system disorder ("nuero condition/ problems"). The patient was treated with surgery (unilateral salpingo-oopherectomy - left side). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, teeth brittle, mood swings, headache, nausea, weight increased, vision blurred, nervous system disorder, vaginal haemorrhage, rash papular, depression, migraine, urinary tract disorder, swelling abdomen and abdominal bloating outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, rash papular, swelling abdomen, teeth brittle, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased and abdominal bloating to be related to essure (ess205). The reporter commented: discrepancy on date of insertion in previous pfs date of insertion was (B)(6) 2006 and in current pfs (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: essure confirmation test(s)(unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.